Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 medical records received. After review of the medical records on 05/12/2017 for MDR reportability, during the primary surgery it was noted that the patient had excessive laxity lateral collateral ligament with tearing that was "likely injured preoperatively". The patient was revised to address instability and removal of scar tissue. Medical records from (B)(6) 2016 report that the patient has had knee pain and swelling for years.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.